Manufacturer narrative:
The reported event of device deformation could not be confirmed. One video was received from the field, which appeared to show the distal disc in the beginning of the cobra conformation. However, the investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2019, a 28mm amplatzer septal occluder (aso) was selected. During release, the left disc opened into a cobra shape. The device was recaptured and another 28mm aso (lot # 6523425) was successfully implanted. There was no significant delay in the procedure. The patient remained hemodynamically stable during the procedure and had no consequences.